Event description:
Rptr ate at a restaurant. After the meal they noticed severe gastric distress and itching. They called the restaurant and was informed that they use latex gloves to handle food. As an ex healthcare worker with a severe latex allergy the rptr knows FDA has labeled latex gloves as a medical device. Rptr tells restaurants either need to post signs of latex use or stop using latex to handle food. This restaurant's headquarters was also informed of this adverse reaction that required benadyrl and proventil to reverse reaction. A research dr has measured latex proteins on lettuce and cheese. These proteins are deadly to approx 5-15% of healthcare workers who have latex allergy.